Event description:
It was reported that insulin began leaking from two cartridges. Customer had elevated blood glucose levels (400 mg/dl).

Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant information be rec'd a supplemental form will be completed.